Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The caller did not provide any further information. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hardware low level failure alarms during testing, however hardware low level failure alarms was present in the format history file, the problem was isolated to keypad lcd assembly. The insulin pump was received with scratched casing, minor scratches on window, pillowing keypad overlay and stained keypad overlay.